Manufacturer narrative:
(B)(4). Returned product evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified the strips expired 07/24/2018. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: 1:107mg/dl (B)(6) 2015 10:19:00 pm fasting:yes. 2:71mg/dl (B)(6) 2015 07:24:00 pm fasting:yes. 3:88mg/dl (B)(6) 2015 04:32:00 pm fasting:yes. 4:79mg/dl (B)(6) 2015 08:15:00 am fasting:yes. 5:77mg/dl (B)(6) 2015 01:00:00 pm fasting:yes. Customers concern:(B)(6) 2015 71 mg/dl 7:24pm.